Manufacturer narrative:
Patient's age, weight are unknown. Explant date is not applicable since the product was not removed device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.